Event description:
I have an unexpired siemens/healgen scientific clinitest rapid covid-19 antigen self-test multipack (5 tests) where there is none or not enough liquid in any of the sealed tubes and therefore cannot use them. (Lot 2202069eua). Printed expiration date is 2022-12, but it was extended to 2024-01 on the FDA eua website (https://www.FDA.gov/media/162503/download). Reference reports: mw5118209, mw5118210, mw5118211, mw5118212.